Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support it was noted that the patient had ventricular tachycardia and required defibrillation. In addition, vascular surgery was consulted for surgical repair of right femoral artery. Chest and sternal closure was performed. Impella was removed, and site repaired. Impella ld was placed to wean from bypass.